Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient has accessed the oncology dh for the planned chemotherapy infusion. At the end of the infusion, I was alerted by the pi due to the appearance of edema of the arm in which the infusion had been given. In the impossibility of performing tests in-depth ultrasound surveys were carried out directly removal of the cvc PICC, which was found to be fissured. No other information was provided.